Event description:
It was reported that a lead impedance warning triggered on the right ventricular (rv) lead. There was no capture and lead impedance was out of range (oor) high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator (ipg) 2004 (B)(6). (B)(4).